Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Stm arrived onsite and powered on the unit, unit booted up with no alarms. Stm went into the fault logs and found numerous fault #16, fault #67 and fault #107 all of which relate to the digital signal processor on the front end board. Stm replaced the front end board and performed the calibration. Unit is also failing the patient interface module test, stm attempted a new safety disk and unit still fails. Replaced the pneumatic module assembly and now the unit is passing the patient interface module tests. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that, during a routine check prior to patient use, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error. There was no patient involvement, and no adverse event reported.